Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 2.0, lab: 4.0. Date: (B) (6) 2010, inratio: 1.5. Lab: 1.55.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio meter = 2.0 inr, reference = 4.0 inr, mean = 3.00, confidence limits = 1.8-4.2. Date: (B) (6) 2010, inratio meter = 1.5 inr, reference = 1.55 inr, mean = 1.53, confidence limits = 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Data analysis of mean calculation from comparison test data provided by end-user revealed accuracy criteria was not met. Customer's complaint consisted of two version of test results. No product is expected to be returned. In-house accuracy test was performed on retain strips and strip deficiency was not established. There is no sufficient info to determine the root cause. As of 02/12/2010, 7 discrepant results complaint were reported for lot # 221728 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time. Investigation results: accuracy - the allowable difference between the inratio inrs and sysmex inrs are calculated. At leas two out of three replicates for both samples for strip lot 221728 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria, and then, no further investigation will be pursued.